Event description:
Customer reported being hospitalized due to priming while being connected to the pump. Customer stated that she did not receive any display on pump to disconnect. Recommened that customer go the emergency room or to call 911.